Event description:
It was reported that the charger for the ilet system would no longer charge despite use of different wall outlets and a solid green indicator on the charger, consistent with a charging problem involving the battery charger component. Customer care provided support that included communication with the user and troubleshooting steps. Investigation of this case revealed a power source problem associated with a charging malfunction of the battery charger component. No clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.